Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), batch: 2858161.

Event description:
It was reported that the patient experienced uncomfortable stimulation due to lead migration. Surgical intervention may be undertaken at a later date to address the issue. Investigation was unable to determine which of the leads migrated.

Manufacturer narrative:
Health effect - clinical code correction: it was updated from 1980 to 4582. Health effect - impact code correction: it was updated from 4610 to 4627. Medical device problem code correction: it was updated from 4003 to 2993.

Event description:
Additional information was received that the lead was electively replaced on (B)(6) 2024 to make the implanted system MRI conditional. There is no stated deficiency of the lead.